Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164898, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2171047, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "part of the clot remains stuck at the top of the tube 1 cm from the stopper despite centrifugation. No impact on patients as serum is decanted and re-centrifuged into a new tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "part of the clot remains stuck at the top of the tube 1 cm from the stopper despite centrifugation. No impact on patients as serum is decanted and re-centrifuged into a new tube."